Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. Reportedly, the patient stopped charging their ipg as recommended. As such, the programmer would not locate his ipg. Surgical intervention may be pending to resolve this issue.

Event description:
Follow up revealed that the patient underwent surgery to have their system replaced. Reportedly, effective therapy was restored post operatively.